Event description:
This pt had an extra pathway to her heart. It was to be removed by cardiac ablation. During that procedure, the catheter was inserted; the pt's chordea became caught around the catheter; the catheter could not be pulled out. It was surgically removed. No damage to mitral valve.